Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the interconnect board as a preventive measure. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm and the interconnect board needed to be replaced. No adverse effects were reported.

Event description:
Additional information was provided indicating that there was no patient involved.